Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jan-2026, a sales representative reported via email that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted) exhibited an issue with the knotless mechanism. The anchor was drilled for and implanted after the surgeon had completed the acl reconstruction. During use, the knotless mechanism was noted to loosen very easily after cinching down the it band, requiring minimal effort for the tension to be lost. This was discovered during a lateral extraarticular tenodesis procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 03-feb-2026: the anchor and sutures remain in the patient. The case was completed using the ar-3770sp hybrid knee fibertak anchor from the same lot. There was no case delay and no additional anesthesia administered.